Manufacturer narrative:
The report of an unintended rate change was confirmed. The pcu event log shows pump module s/n 15903375 was in use and infusing drugid 6 at a rate of 75ml/hr. At 12:25 pm on 10 november 2020, the device was paused. At 12:29 pm, the user selected the device. Two seconds later, the user selected the up arrow which increased the rate by 1, from 75ml/hr to 76ml/hr and then started the infusion. At 3:08 pm, the user paused the infusion and then selected softkey 14 (starto to restart the infusion that was running at 76ml/hr. At 5:26 pm, the user changed the rate to 75ml/hr. The root cause of the reported unintended rate change was identified as due to a user programming. Review of the pcu s/n (B)(4) service history record showed the device had a manufacture date of 15 april 2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 19 december 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed(no production failure records were opened for the source device. Although requested, patient information was not provided. H3 other text : no devices received, log review only

Event description:
It was reported that there was an unintended rate change of the sterile water with bicarbonate infusion to the patient due to manual programming error. The rate changed from 75ml/hr to a 76ml/h. There was no impact to the patient. The infusion had initially been programmed using device interoperability. The customer stated "guardrails were set and you can see in the bd report where the infusion was paused, then resumed at 76 ml/hr. This occurred on two different shifts. I'm having trouble correlating the change in rates with pump changes. This happened on 11/10/2020 @1229, then again on 11/11/2020 @ 1245. On 11/11 the nurse attempted to smart pump program, but received an error message because her pump was infusing at 76 so it didn't match the order of 75. This order was started at 75 via smart pump programming." The bd interoperability team did a preliminary log reading and noted "determined human error. Please see attached evaluation of event logs. I have also attached the event logs for your file. I am closing this case. Please feel free to have an engineer read/confirm my event log findings."